Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 31 mg/dl was able to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 60 mg/dl. Customer blood glucose reading at the time of the incident was 31 mg/dl. Customer was shaking and sweating but customer was ok at the time of the troubleshoot. Customer also reported over-deliver of insulin. Customer stated drive support was normal. Customer was disconnected during rewind and prime sequence. Customer stated the insulin pump was humalog. Customer was advised to disconnect the insulin pump if there is over-deliver occurring. Insulin pump will not be returning for analysis.